Manufacturer narrative:
Other, other text: one cadd administration set was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A visual inspection was performed and no discrepancies were detected on the sample. A functional test was also performed and no difficulty was detected during the priming and no alarms was activated. Also, no air bubbles were found in any of the samples tested; thus the failure mode reported was not confirmed. Root cause could not be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed.

Event description:
It was reported the device caused the attached pump to give false "air in line" alarms.